Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, voids in the gel, deformation device and overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached). Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is:no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side pain, capsular contracture baker grade iii, tightness, deformity and patient's concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side pain, capsular contracture baker grade iii, tightness, deformity and patient's concern with the product. Device has been explanted.